Event description:
Hospital reported "unintentional" flow occurred during the set up of a patient on an infusion. The event occurred prior to the administration set being connected to the patient, after it was primed, and before the start key was pressed on the pump

Manufacturer narrative:
MFR's report date 08/25/97. The set that was reportedly involved in the incident was not returned for eval. However 53 unopened sets from the same lot number were returned and evaluated. Each set was primed with solution and installed into a pump per the directions for use. No unintentional flow was noted on any of the sets. The serial number of the pump involved in this event was not noted by the hosp. Therefore the pump was not available for analysis. The MFR will monitor for this problem.